Manufacturer narrative:
B3: event date: the event occurred on an unspecified date of (B)(6) 2024. D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set leaked from the port 'closest to the patient'. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-04342. All information can be found under manufacturer report number 1416980-2024-04342. Should additional relevant information become available, a supplemental report will be submitted.